Event description:
Pt using curlin 4000 cms pump for continuous infusion of antibiotic. Received telephone from caregiver with question about "alarm." Reviewed alarm code in pump manual "alarm replace set 4"-. Instructed pt to replace tubing and continue. Received follow up call from caregiver that she completed the instructions I gave to her -replaced tubing- but now the pump will not "power up." The caregiver stated that previously the battery indicator was 1/2 full. Spoke with the MFR help line and they recommended the pump be replaced/exchanged and returned to MFR.